Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not provided by reporter. Device is an instrument and is not implanted/explanted. Date returned to manufacturer. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn a review of the service & repair history has been requested and the results are pending completion. Service history review was attempted: part no. 311.43, lot no: unknown, no service history review can be performed because the lot number cannot be traced. The manufacture date is unknown. The service history evaluation is unconfirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a handle with quick coupling, small broke during a tibial plateau open reduction internal fixation. Another tool was available to use. There was no delay. Surgery was successful. Update 11/18/2015: sc later confirmed that there were no fragments generated and no piece of instrument remained in the patient after surgery. Surgery was completed successfully without any further medical intervention required. No additional information is available. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(4). A product investigation was completed: the complaint condition for the 311.43 handle with quick coupling with unknown lot number was likely caused by numerous years of consistent use; however, this complaint is not likely a result of any design related deficiency. Per the technique guide, the 311.43 handle with quick coupling is an instrument routinely used in the numerous systems including the 2.4mm lcp distal radius system. The device was returned and reported to have broken during surgery. This condition is confirmed; the most proximal portion of the phenolic handle has broken into two smaller fragments approximately two centimeters in length. The remainder of the phenolic handle is intact. It is likely that numerous years of consistent use and sterile processing cycles has led to this complaint condition. The balance of the returned device is in fairly worn condition with several markings along the distal metal portion of the device. The relevant drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The condition of the returned device does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. The risk assessment adequately addresses the complaint event. It is likely that numerous years of consistent use and sterile processing cycles has led to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Lot number - partial lot number of xxxxxna. Service and repair evaluation ¿ the customer reported the handle was broken. The repair technician reported the pin was bent. Handle cracked/broken is the reason for repair. The item is not repairable. The cause of the issue is unknown. The item will be forwarded to the complaint handling unit. The evaluation was confirmed. Service history review ¿ part no.311.43, lot no: xxxxxna; no service history review can be performed because the lot number is unknown and cannot be traced. The manufacture date is unknown. The service history evaluation is unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.